Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the operating room (or) for an elective device explant due to advisory. The physician decided to also prophylactically laser extract the rv and lv leads. During the explant procedure, the patient had a svc tear, with blood pressure (bp) drop. The clinical team performed chest compressions for 20 minutes. The patient also had vf several times post svc tear and needed external defibrillation which converted the rhythm. A new rv lead and device were implanted and patient was brought to the ICU and was stable. It was later reported that the patient expired that night. No additional information is available.